Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8019795. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Investigation conclusion: bd was not able to confirm the customer¿s indicated failure mode. The defect catheter damaged could not be identified or confirmed, and cause could not be determined, as the unit described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm the reported defect. It¿s recommended to provide samples or photos for a further investigation of the indicated defect and find the root cause to prevent occurrence of this defect at the end of user facility. Currently, there is a sampling plan in place lot by lot to look for this kind of damage. Quality records have been consulted for tracking and trending purposes and no issues are detected which means pretty low occurrence. Always refer to IFU for product usage recommendations. Process's were reviewed and there are proper controls in place to detect product malfunctions. Root cause description: based on investigation results to date, root cause for manufacturing process cannot be determined. No samples or photos were returned for evaluation. Rationale: no corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that during injection it was discovered that the catheter had a hole in it with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from (B)(6) to english: in the moment of injecting saline solution, it was observed the catheter had a hole.